Event description:
It was reported that the device would not charge the installed batteries and operate on ac power. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not charge the installed battery and operate on ac power. Physio-control replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined that root cause for the reported incident was a failure of the ac power supply, transistors q1 and q2 were shorted and fuse f1 open.